Manufacturer narrative:
Continuation of d10: product ID: 977a275, lot# unknown, implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider and manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had two leads implanted with the ins. There were problems with the therapy and ins going into out of regulation (oor). Patient cannot adjust the stimulation, because the battery was constantly in oor. Patient cannot perceive any paresthesia. One lead, connected to the 0-7 channel, reported to have one lead out of range. Despite trying to program the lead around the affected electrode, the oor was not solved. With the hcp, decided then to swap the 0-7 and the 8-15 leads. The impedance issue of 40,000 ohms was not solved, suggesting that there was indeed a real problem with the lead. The hcp then programmed the two leads in order to reflect the original electrodes/stimulation settings. Though the oor message was still recurring. Then decided to program only the 0-7 lead (the one without impedance issue). The oor was solved and the patient was perceiving paresthesia, however, as soon as the second lead was added to the group, the oor was coming back. To solve that, changed the active electrodes, reduced the pulse width and amplitude, but nothing was solving the oor. At the moment, the patient is using only using lead 0-7 with 4 contacts programmed and a slightly wider pw but lower hz. However, because of the programming limitation (oor) the patient cannot really increase the stim settings. Additional information received reported that the cause of the high impedances was not known. It was unknown which lead, model 977a275 lot number va2py15004 or va2q1m3007, the high impedance was on. Action taken was the device was reprogrammed and the lead with the higher impedances not used, this resolved the issue. Patient was now able to adjust the device settings.